Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent revision surgery due to a mal reduction of fragments. The surgeon had removed 3.5 and 4.0 cannulated screws from a distal humerus fracture that was mal reduced. The surgeon did not indicate an allegation against the devices, rather with the surgical technique that led to mal reduction and revision. The original surgery was around (B)(6) 2020. The unknown 2.4 headless screws were then used to fixate the reduced fragments. There was no patient consequence reported. This complaint involves four (4) devices. This report is for (1) washer 7.0mm. This is report 4 of 4 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data. B3: event occurred on an unknown date in (B)(6) of 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.